Event description:
It was reported that faradrive steerable sheath clear was selected for use. It has been mentioned that faulty valve during flushing was noted. No patient complications have been reported. The product return status is unknown. It was further reported that the procedure was completed successfully by using another device. The sheath was leaking. The product is expected to be returning.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. It has been mentioned that faulty valve during flushing was noted. No patient complications have been reported. The product return status is unknown.